Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent morning hyperglycemia while using the ilet, with glucose rising after waking and breakfast and reaching 322 mg/dl despite a usual meal announcement; the user subsequently administered a corrective injection, waited several hours, then replaced all pump supplies, and no product defects were observed, with stress and dawn phenomenon considered by the user as potential contributors. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.